Event description:
Subject (B)(6) of the clinical trial deep brain stimulation therapy for treatment resistant depression committed suicide. The coordinator was called by his brother on monday (B)(6). The coordinator informed the pis. The subject was enrolled on (B)(6) 2023, and had the device implanted on (B)(6) 2023. He completed 18 weekly study visits. He had a history of suicidal thoughts, but never any attempts. He denied having plans for suicide at any point of the study. Coordinator spoke to the subject on a daily basis, completed weekly suicide ratings, and met with a psychiatrist once a week. Unknown to the patient, the device was off for the first 3 months (as per protocol) and turned on (B)(6) 2024. He received stimulation from the device from (B)(6) 2024 onward.